Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-03231 pertains to the first hot axios stent and delivery system and manufacturer report # 3005099803-2017-03232 pertains to the second hot axios stent and delivery system. It was reported to boston scientific corporation that a hot axios stent was to be implanted transduodenal to the common bile duct during an inpatient endoscopic ultrasound (eus)-guided choledochoduodenostomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the axios delivery system was backloaded over a guidewire and advanced using both eus and fluoroscopy. The physician successfully applied cautery to the delivery system to advance it through the duodenum and into the common bile duct. The physician then had trouble ascertaining the remaining distance to the bile duct from the duodenal puncture. According to the physician, the patient had a low cystic duct and difficult anatomy, which contributed to the difficulty with positioning. The physician then deployed the first flange of the stent under eus view; however, after switching to endoscopic view, it was noted that the first flange had deployed inside the duodenum. The axios stent was removed from the patient partially deployed on the delivery system. The procedure was continued with a second hot axios stent and delivery system; however, the same issue occurred. The second axios stent was also removed from the patient partially deployed on the delivery system. The procedure was then aborted, as the patient's bile was draining through the transduodenal axios puncture. The physician suspected that the patient's bilirubin levels would drop as a result of the bile drainage, so the patient was monitored to determine whether any further treatment was needed. The patient's bilirubin levels began to elevate again, so on (B)(6) 2017, the patient underwent an endoscopic retrograde cholangiopancreatography (ercp), during which a wallflex biliary fully covered stent was implanted in the bile duct. The patient's condition was reported to be stable.